Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter indicated that during the load step, the pump would prime the entire cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2013 with the following findings: a review of the pump¿s history showed that the pump was running on the factory default time and date settings since 02/20/2013. There was no activity outside of normal use observed; all loss of prime warnings were due to either occlusion or reboots. There was evidence of multiple large prime volumes. During testing, the pump was able to prime correctly but a large prime volume was duplicated due to the piston stopping at 205 units during the load step attempt. The force sensor calibration was found to be above specifications. The pump was opened and no damage or intermittent condition was found to the force sensor circuit plate. The force sensor resistance was found to be within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.